Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced multiple medical issues at the implant site. On (B)(6) 2014, the patient presented to ER with purulent discharge and pain, and the patient was treated with oral antibiotics. On (B)(6) 2015, the patient developed a deep wound, resulting in cellulitis of the wound tissue. On (B)(6) 2015, the patient presented with a severe pseudomonas infection of the wound and was treated with a further round of antibiotics. On(B)(6) 2016, the patient developed a new infection and a 1mm wound dehiscence. Treatment consisted of oral antibiotics, which reportedly resolved the infection. On (B)(6) 2016, the patient developed an infection once more, and was treated with oral antibiotics. The infection has reportedly since resolved, as of (B)(6) 2017.